Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received information the air gas module and pressure transducer were defective and in need of replacement as well as the service kit. No further information whether any parts have been replaced and no confirmation on how the issue was resolved has been provided. The pressure transducer checks that the measured pressure values differ less than 10 cmh2o between inspiratory and expiratory pressure transducers. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the defective parts were the cause of the failure. However, the root cause has not been established as the replaced part was not returned for investigation. The UDI information is not available since the serial number of the device was not provided.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440 the serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided.